Event description:
According to hosp a sims graseby syringe driver ,model ms16a was incorrectly set due to a misinterpretation as to the value of the numbers on the pump. There was a medical order for morphine to be administered througha graseby syringe driver ms16a pump to a pt post-operatively. The rate was calculated to be 2mm/hr. On obtaining the pump from equipment stores the nurse noted that the numbers in the window were set as 3.0. This was interpreted by the nurse to be 3mm/hr. The nurse adjusted the pump to reflect 2.0 believing this to be 2mm/hr as prescribed when in fact she had set the pump to deliver 20mm/hr resulting in an overdose of the medication to the pt. May 21st 2006 - additional information received from smiths medical, that the pt died on the day of the incident, verbally not caused by overinfusion.